Event description:
Additional information received reports the cause of the event was the patient reporting that the stage one lead was pulled. It was noted that the lead had movement. It was noted that on (B)(6) 2014, stage two was implanted (implantation of generator). Signs and symptoms associated with the reported event includes the patient reports sensation in lower extremity. There was no required hospitalization and no injury.

Event description:
It was reported that the patient pulled the lead wire on something and could see five to six inches of bare wire. The patient stated that the stimulation had been on and off. During the report the patient turned stimulation on and felt it in her calf and in her feet it was on high. The patient noted that therapy was good until she pulled the wire. The patient was instructed to turn stimulation off since she was experiencing discomfort from it. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).